Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to verify the reported issue occured through the electronic patient and keylog records; however during testing, the reported issue could not be duplicated. Physio replaced the main keypad assembly as a precaution and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer reported that during a patient event where the patient was only being monitored, their device appeared to lock up and cycle power on its own while the user was attempting to select an ECG lead to view on the screen. The customer was able to use the device for the remainder of the event. The patient did not suffer any adverse outcome during the reported event.